Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the patient experienced non specific symptoms due to underlying sick sinus syndrome.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and the patient was symptomatic to lack of atrial pacing. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.